Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock lead impedances (sli) since some years ago and is high, out of range at this time. Lead calcification was discussed as no sudden jumps were observed in the history. It was recommended to increase the sli oor limit and consider a max energy synchronized shock should it climb above 150 ohms. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.